Manufacturer narrative:
Follow-up #1 date of submission 01/22/2014. Device evaluation:the retained cartridge was evaluated by product analysis on 01/10/2014 with the following findings:the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient obtained the blood glucose reading of 294 mg/dl, and on the morning of (B)(6) 2013 his blood glucose level was 421 mg/dl. The patient experienced the symptom of nausea and tested positive for moderate levels of ketones. The patient reported the insulin cartridge was leaking and there was no insulin left in the cartridge. Troubleshooting revealed the patient¿s technique was correct and there was no damage seen to the infusion set cartridge. The patient replaced the infusion set, cartridge and infusion site and corrected his blood glucose levels; he did not seek any medical attention. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the cartridge leaking issue occurred, therefore this complaint is being reported.